Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap were not missing. Insulin pump had stuck button alarm. Insulin pump had battery failed alarm which was resolved. Insulin pump had insulin pump error. Customer was not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer complained about having a stuck button alarm, blank display anomaly, failed battery test alarm and a pump error 68 alarm during use. No button response on the left arrow button, down arrow button and select button after battery insertion. After cleaning the keypad traces from corrosion, all buttons functioned properly. Device passed displacement test, sleep current measurement, active current measurement and selftest. No pump error 68 alarms (trace check pointer error) on event date of (B)(6) 2021 due to no data recorded at that time. Stuck button alarm was noted in the history download. No blank display anomalies and no battery alarms/alerts/anomalies noted during testing or on event date of (B)(6) 2021 due to no data recorded at that time. The power management tool confirmed the unloaded voltage and loaded voltage was within specification. Tested with a test p-cap and the test p-cap locked in place properly. Device received with cracked select button on keypad overlay, stained keypad overlay buttons, peeling keypad overlay cover, pillowing keypad overlay, scratched/peeling keypad overlay texture, missing display window cover, missing end cap address label, cracked retainer and scratched case. Confirmed for stuck button alarm due to corrosion on keypad button traces. Blank display anomalies, failed battery test alarms and pump error 68 alarms were not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.